Manufacturer narrative:
The technician replaced the caster to repair the stretcher.

Event description:
Information received indicates the left head caster is not holding in the brake position consistently.